Manufacturer narrative:
(B)(4). Advancer. The analysis results found that the device was received with a clip partially formed in the jaws, the firing sequence was completed and one conforming clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop during one firing sequences causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; a pear shaped clips was released. The remaining three clips were conforming according to our manufacturing specifications and then it locked out as intended but the orange indicator was not visible; however, this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the device "became not to clip on the way". Another device was used to complete the case. The tissue was not damaged and there were no adverse consequences for the patient.